Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm low battery alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery issue. Blood glucose was unknown. The insulin pump will be returned for analysis.